Event description:
Patient reports torn cornea. The patient says the dr. Said the lens was a poor fit. Attempts to contact the ecp (s) for more information have been made with no reply.

Manufacturer narrative:
Corrected data: this report was originally filed as 1314956-2011-00018 when it should have been 1314956-2011-00019. This incident is being reported as an unconfirmed torn cornea. Method: no lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is no sufficient information provided to draw a conclusion as to whether or not the device could have cause or contributed to the patient's complaint. No conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.